Manufacturer narrative:
The insulin pump passed the displacement test and self test. Insulin pump received with intermittent unresponsive keypad at the "select" button and isolated to the keypad/pump casing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump select button was not responding as required, time was observed and it was advancing. Customer's blood glucose value unknown. Troubleshooting was performed. Customer did not recall any event led to the reported issue. Customer was advised to stop using the insulin pump and revert to backup plan. The device will be returned for analysis.